Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown, however, it was specified that the pump was a pain pump. It was reported that the patient had to go to the emergency room because the pump had a critical alarm. It was noted that the pump malfunctioned. The patient reportedly waited in the emergency room for 5 hours because they could not reach the manufacturer. It was 11:30 to midnight when they started calling, and it was specified that the patient could have gone into withdrawals at any time because of the malfunction. It was noted that the patient had the pump implanted for 5 years, and was scared for their life. The event date was not provided. No further complications were reported or anticipated.